Manufacturer narrative:
The device was not returned to the service hub, the customer did not respond to requests to send the pump back to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. The probable cause is partial droplets forming in the air in line sensors and producing false fluid readings when the clinician significantly (by 50 ml in this instance) overprogrammed the bag volume while running the bag dry at a high infusion rate. Post market risk assessment was performed to evaluate the product risk profile as a result of the complaint investigations and concluded that ¿the foreseeable risk to patients and health care providers is minimal and the benefits of the continued use of plum 360 is greater than the risks associated with this issue¿. Also noted that there are two primary mitigations currently in place: 1)the system provides redundant air detection at both proximal and distal lines which helps in case there is a stuck droplet impacting one of the sensors, the other is still available to detect air. 2) the administration set provides the capability to trap air greater than the amount required to trigger an air alarm. Which in case the air detection mechanisms do fail, it would help to remove air that entered the fluid path. Sd tested and found, as an additional optional mitigation, that ICU medical¿s air elimination filter, when added to the delivery set, successfully prevented air from being delivered to the patient. Additional information d9 section.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
Medwatch report mw5113283 was received reporting that the event involved a plum 360 infusion pump and was in which the customer reported the patient was receiving decitabine and the nurse went to bedside for a proximal occlusion alarm and the bag noted to be dry and air was observed in the line beyond cartridge; the pump did not alarm for air in line. The pump was removed from service, the volume to be infused was 10 ml less than bag volume, the b-line was infusing. There was patient involvement but no harm was reported as a consequence of this event.